Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
A health care provider (hcp) reported that during the start of the procedure, post intubation, oxygen saturations decreased briefly. Troubleshooting was done. Additional support was given and oxygen level returned throughout the procedure. Upon extubation, the balloon on endotracheal tube was malformed. There was no known patient impact reported. (B)(4).